Manufacturer narrative:
In speaking with olympus technical support via the phone, the customer was instructed to send the device in repair with a confirmation that the device was disinfected. The device was returned to olympus for evaluation and the reported issue was not confirmed. The borescope did not indicate any significant damage. There was a micro lens separation causing abnormal images. The bending section cover glue had a crack. The labeling was peeling. The distal end plastic cover had dents and scratches inside the channel. The insertion tube and light guide tube had minor scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during an endoscopy with biopsy procedure, the physician noticed a piece of tissue came out of the evis exera iii gastrointestinal videoscope. The biopsy forceps were immediately pulled back into the scope with the tissue and the scope was taken out of the patient. The intended procedure was completed with another clean scope with no surgical delay. The device was inspected prior to use with no abnormalities noted. No patient harm reported. The tissue was not from the patient and was thought to be from a previous procedure or unknown because no biopsies had been taken yet. The scope was used the day prior and manually cleaned and high-level disinfected, and the channel checked negative. The scope was still contaminated after being reprocessed due to the tissue which came out of the scope. The rim could be felt when passing the brush through the evis lucera bronchofibervideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the cause of the foreign material likely occurred from one of the following situations: -there were differences between brushing methods performed by the user facility and brushing methods recommended by instructions for use. -training regarding device handling as per instructions for use and regarding routine reprocessing methods was insufficient. -the detected foreign material was possibly part of the broken biopsy valve or a tissue adhered to the biopsy valve due to reprocessing of the biopsy valve was insufficient. The specific root cause could not be determined at this time. Olympus will continue to monitor field performance for this device.